Manufacturer narrative:
(B) (4). Physio-control observed that the device would not turn on due to depleted internal hlc batteries. Further extensive testing was unable to determine the root cause of failure. A replacement device was provided to the customer.

Event description:
Customer reported that the device had all three (attention, charge pak, and wrench) icons illuminated. Physio-control evaluated the device at the failure analysis center and observed that it would not power on. There was no report of patient involvement associated with event.